Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported the lead was explanted and replaced due to increased capture threshold. The patient condition was good after the event.